Event description:
It was reported that the patient was implanted a cerasul alpha insert neutral ii/28 on the right side on (B)(6) 2003. The patient was revised on (B)(6) 2014 due to a breakage. The following statement was reported: "spontaneous inlay breakage in bathtub". According to the report ( of the revision surgery) the surgeon had to get rid of ceramic splinter which were generated during the breakage of the inlay. The ceramic inlay and head were revised to a polyethylene inlay and a biolox head. In the initial surgery, it is stated the patient first had a femoral head ostectomy due to coxitis. The initial tep followed after healing of the infection.

Manufacturer narrative:
The manufacturer has rec'd the devices and an investigation has been initiated. X-ray (one) and other source documents (surgical reports) have been rec'd. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).